Manufacturer narrative:
(B)(4) - evaluation is pending receipt of the sample. Upon completion of the evaluation, or should any additional information be made available, a follow-up MDR will be submitted.

Event description:
The customer reported to a baxter representative a condition of one y-type catheter extension set that was alleged with packaging that opens prematurely - when one package torn from others, the other package will open. There was no report of patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This is report #2 of 4 regarding this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot number was not provided. Therefore, a batch review could not be conducted. The sample was not returned to baxter for evaluation. Should additional relevant information be received, a follow-up report will be submitted.